Event description:
It was reported that the patient died. The cause of death was unknown. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.